Event description:
During set up of the facility devices by a zoll medical sale representative, the associated defibrillators were unable to detect the attached device. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.